Manufacturer narrative:
There were no issues reported to the firm prior to or on the day of the explant. Patient commented that an MRI was anticipated before end of year, however this was not given as the primary reason for requesting the explant. Patient reports of no longer wanting or needing the system were not expanded upon and thus the details of the patient condition are not available for consideration in this investigation.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain after successfully completing the trial phase and a wear study with nalu. The system was activated on (B)(6) 2024 with no reported issues or complications. Aproximately 3 months after activating the system, in (B)(6) 2024, the patient reported no longer wanting or needing the nalu system and requested to have it removed. A full system explant was performed on (B)(6) 2024.